Event description:
(B)(4)

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient's vessel and aneurysm morphology is not available. The physician advanced the delivery catheter to the intended landing zone and engaged the deployment handle however, the sheath would not retract. The blue external slider was being rotated but nothing happened. The device was removed from the patient without issue and a second device was successfully used. No clinical sequelae were reported and the patient is fine. The device was returned and the evaluation has been completed. The deployment difficulties complaint was confirmed. The root cause was determined to be related to the manufacturing process.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty).